Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, confirming the device status eri, one charging cycle was recorded to the device memory. The memory content of the device was inspected. The inspection revealed, that the ICD activated the eri status, because it detected invalid memory content in the live-holter during an automatic signature check. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In the case that there was invalid memory content found in the live-holter, the ICD will -by design- activate the device status eri to avoid an incorrect calculation of the battery state. Furthermore, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was normal and as expected. In conclusion, the clinical observation resulted from an invalid memory content in the live-holter. The invalid memory content was automatically detected by the device leading to the activation of the eri status. The ability of the device to deliver therapies is not affected by this safety mechanism. Based on the available data the root cause for the invalid memory content could not be determined. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation.

Event description:
Device is at eri with error code after aortic aneurysm surgery. A device reset cleared error code but device remains at eri. Factory reset does not clear eri. Device remains implanted at this time. On (B)(6) 2016 the device was reset/reinitialization attempted, but device remains at eri post reset and interrogation.